Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device gear was broken and torn off and only noise was heard but the device did not work. The device also failed pre-tests for check function of soft mode switch (safety system). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling of the device which misuse, abuse and or use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device made noise but did not oscillate. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.